Manufacturer narrative:
The present report was initially submitted on 3 august 2021, and now resubmitted after modification of the importer number. Core ID: (B)(4). Environment: ack3: this submission has been sent to the production system and has been processed by the FDA. Please refer to the summary section below to determine if this submission has passed or failed. Batch ID: -20210803210033. Date entered: tue aug 03 15:03:30 edt 2021. Summary: passed:0, failed:1. Submission type: form 3500a - icsr r2. Report ID: 171885-2021-01136. Submission failure details: error message: uf number has incorrect format. [0-9a-z]{7,10}\-[0-9]{4}\-[0-9]{4,6} message value: 171885-2021-01136.

Event description:
The manufacturer was informed about this event through the paper ''the matryoshka procedure'' by tomai et al. Based on the information reported in the paper, in 2015, a perimount 21 mm bioprosthesis and a valsalva 28 mm dacron graft were implanted in the aorta along with a mitral annuloplasty. After 5 years due to early degeneration and mitral disease a tavi was performed. A perceval pvs 23mm was used as a tavi for perimount and a mosaic 27mm was implanted in the mitral valve. A pacemaker was implanted due to av block. Six months later the patient was suffering from acute bacterial endocarditis resulting in bioprosthesis degeneration and severe heart failure which was partially controlled by medical therapy. The patient was hospitalized and developed covid. A CT scan demonstrated the in-folding area of the perceval valve inside the perimount valve. After 2 months of cardiac rehabilitation a second tavi was performed, where a sapien 3 was implanted inside the perceval 23mm. After bioprosthesis deployment the peak-to-peak lv aortic gradient reduced from 51mmhg to 16mmmhg. The patient was discharged in good clinical condition.